Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent primary breast augmentation with two unspecified mentor saline breast prostheses, experienced the various symptoms: extreme fatigue, random rashes all over arms, pain all over the body, shortness of breath, palpitations, chronic bv, blood in urine, hair loss, grayish color skin, 2015 left implant slow leak and was smaller and different in size than the right. As a result, the patient underwent bilateral removal on (B)(6) 2018. This medwatch form is for the right breast prosthesis.